Event description:
Additional information reported that the patient¿s irritation just began out of the blue and had a ¿light black and blue over the implant site. The patient also restated that their lead disconnected by itself. The patient questioned why they were feeling ¿something pricked¿ where their device was. The lead was either on the device or beside it. The patient wanted their entire device removed.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-28, lot # v032633, implanted: (B)(6) 2007, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was itching at the implantable neurostimulator (ins) site and the patient could feel that the leads were no longer connected to the ins. There was no trauma or fall that could be related to this issue. Her healthcare professional (hcp) told her to call the manufacturer. The patient was going to call the hcp back. The itching at the ins site was sudden. The ins site was currently black and blue. The itching started ¿probably 6 months ago¿ and noted to be in 2015 when she was asked to clarify. The leads no longer being connected to the ins started ¿a month or 2¿ ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.